Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown after alarm sounded without any error message. The customer attempted to reboot the iabp several times without success. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The iabp is under investigation. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).